Event description:
It was reported that following the successful implant of antoher company's stent in the right renal, the herculink was advanced to the lesion without predilatation, and with no guide catheter. The stent was advanced into the renal artery, but it would not cross. In trying to remove the herculink, it was noted that the stent dislodged from the balloon. A snare was used to capture the stent in its mid-section, causing it to become arched/bent. On withdrawl of the stent and the snare, further bending occurred requiring vascular surgery via femoral arteriotomy to remove the stent. The patient was successfully treated and recovered uneventfully.